Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced disengaging from the retractable guide needle. The following information was provided by the initial reporter, translated from france to english: difficulty in disengaging the catheter from the retractable guide needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution? Yes. D10: returned to manufacturer on: 08-feb-2023 h6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received 56 (54 sealed & 2 opened) 20g x 1.16in. Insyte autoguard units from lot number 2165893. A gross visual inspection of the returned units did not identify any damage/defects to the components. A sampling of 20 units were functionally tested for needle retraction. Both opened units were also tested for needle retraction since they were returned un-retracted. All tested units successfully retracted without issue. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. A trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced disengaging from the retractable guide needle. The following information was provided by the initial reporter, translated from france to english: difficulty in disengaging the catheter from the retractable guide needle.